Manufacturer narrative:
Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each device is tested for air tightness by means of a pressure test and a helium leak test. We can confirm that the device was delivered in a leak-proof condition. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Event description:
The passeo-18 peripheral balloon catheter was selected for treatment of a moderately calcified lesion (90% stenosis degree) in a moderately tortuous part of the mid sfa. The balloon could not reach the nbp when inflate in the lesion. After removal of the device, a balloon leakage was detected.

Event description:
The passeo-18 peripheral balloon catheter was selected for treatment of a moderately calcified lesion (90% stenosis degree) in a moderately tortuous part of the mid sfa. The balloon could not reach the nbp when inflate in the lesion. After removal of the device, a balloon leakage was detected.